Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter continued to prompt the "apply sample" after a sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on the morning of (B) (6), 2010. The patient indicated that he manages his diabetes with insulin (no adjustments); however, it is not known if he made any changes to his diabetes regimen as a result of the alleged issue. Six days after the alleged issue started, the patient reported feeling sweaty. The patient claimed, he treated himself with food and/or drink at the onset of symptoms. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and confirmed the sample was being drawn in by the test strip. However, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.